Manufacturer narrative:
This supplemental report is being submitted to correct the initial submission g3 date received by manufacturer to january 24, 2021 and add the product receipt date by an olympus entity to d9.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument channels of the device. The testing result cleared the german guideline. After the additional microbiological testing, (B)(4) evaluated the device and confirmed that the insertion tube and protector were deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, klebseilla pneumoniae was detected from the sample collected from the instrument channel of the device. The device had been reprocessed with an olympus automated endoscope reprocessor model etd2 mini, using peracetic acid. There was no report of infection associated with this report.